Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (revascularization). Evaluation conclusions: inherent risk of procedure ¿ (revascularization). (B)(4).

Event description:
It is reported that two non-medtronic pta balloons were used during the previously reported revascularization, which occurred approx 17 months post index procedure, and not 1 non-medtronic pta balloon as previously reported.

Event description:
One amphiprion deep balloon catheter was used in the left sfa during a revascularization procedure. Approx 1 month later patient underwent a further revascularization of the left sfa due to restenosis. Treatment was carried out using non-mdt devices. Investigator indicated the event was not related to the device/procedure. Event is continuing.

Manufacturer narrative:
Results: inherent risk of procedure ¿ embolism. Conclusions: inherent risk of procedure ¿ (embolism). (B)(4).

Event description:
It is reported that one non-mdt pta balloon was used during revascularization carried out approximately 17 months post index procedure and not 2 non-mdt pta balloons as previously reported. On the same day revascularisation of the left popliteal (l-2) was carried out using one non-mdt pta balloon and one non-mdt deb balloon. Embolism of the fibular artery occurred and aspiration was successfully carried on the same day. Investigator assessed that the events were not related to the study device and procedure. It is reported that the patient recovered.

Event description:
The left sfa/pop was treated during the previously reported revascularization. The event is reported as resolved

Event description:
Cec have adjudicated that the previously reported revascularization was related to the study device.